Event description:
It was reported impedance issue was observed with the patient's scs ipg. Reportedly, upon system interrogation the impedance would show either high or low. The physician decided to replace the ipg and no further impedance issues were observed. The patient's new system was programmed and the patient's pain area was effectively covered.